Event description:
Vague report of an overinfusion during pca therapy in which the pt had been given narcan to reverse the effects of the drug. Reportedly a "defective syringe was used with the pump. "The type of pump involved seems to be in question at this time. The customer believes that this pca ii pump was tested and found to be "fine" in their testing, however, a pca I pump was involved in the first report concerning this event.